Manufacturer narrative:
It was discovered that the legal manufacturer of the reported product is zimmer (B)(4). The initial report was submitted under MFR report number 0001822565-2016-04431 by zimmer inc., warsaw USA. All available information is covered in the report at hand. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR) review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on (B)(6) 2016. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: a trend analysis could not be performed as no item number was available. Event summary: in the journal article it is reported that one patient experienced pain one year postoperatively. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation no product documentation was reviewed for investigation. Neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported in a journal article, that a patient was implanted b-s reinforcement cage hip implant sometime between (B)(6)1986 and (B)(6) 1995 and was experiencing pain one year postoperatively. (A. J. Van koeveringe, p. E. Ochsner: revision cup arthroplasty using burch-schneider anti-protrusio cage. In: international orthopaedics (2002) 26:291-295.)